Event description:
Caller alleges inaccuracy with inratio. Results as follows: date: in 2008, inratio: 1.3, lab: 3.8.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2008, inratio: 1.3, lab: 3.8, mean: 2.6, confidence limits: 1.7-3.8. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. The inratio value is not within the confidence limits but the lab value is. The results are considered discrepant within the context of the documented variability for inr testing. Therefore, further testing is required at this time. Caller did not provide strip lot number. As a result, no testing can be performed.